Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note 2: customer emailed back on 22-jun-2026 with a wound update and a visual image. The customer self-treated the wound with topical ointment and subsequent follow-up image indicated visible improvement. The available information does not indicate a serious injury, as no medical evaluation, medical intervention, surgical treatment, or permanent impairment was reported.

Event description:
Consumer reported (via email) complaint with use of trueplus pen needles indicating that pen needle tip came apart during use and has a wound as a result. The customer did not seek medical attention; she just has been self-treating with mupirocin ointment and keeping clean. The customer feels well and did not report any symptoms. The product storage location is undisclosed. The pen needle lot manufacturer¿s expiration date and open date are undisclosed. Customer does not have the lot number as the product box was thrown away.